Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a 1 level transforaminal lumbar interbody fusion (tlif) procedure at the l5 s1 level, the guidance system allegedly displayed inaccuracies. Specifically, the l5 wires appeared to be 1 centimeter (cm) off, while the s1 wires seemed accurate. Despite attempts to re-register and re-send data, the system continued to show alleged inaccuracies, resulting in a 20-minute delay. Consequently, the navigation and guidance system was aborted, and the surgeon proceeded to place screws manually. No patient complications have been reported as a result of this event and surgical delay was less than one-hour.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this event was due to a workflow issue.